Event description:
It was reported that the lead at implant exhibited loss of capture. A different lead was used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.